Event description:
On (B) (6) 2006, patient was implanted with apogee. The physician reported pain at buttock at implant. At 6 month follow-up, the physician reported worse urinary hesitance than before, new appearance of anal incontinence, worse urinary incontinence than before, and dysuria. The events were resolved on (B) (6) 2009 after revision surgery. Details of the revision surgery were not provided.

Manufacturer narrative:
No device malfunction was reported and device was not explanted. Serial number not provided for lot history review. The pelvic floor IFU does not address incontinence as an adverse reaction or precaution. Post market surveillance indicates the complaint rate for incontinence is not greater than the expected rate in the risk analysis documents.